Event description:
It was reported that there were low impedance values on the right ventricular lead. Technical services was contacted and the device was reprogrammed. The physician did not perform fluoroscopic imaging. The patient will be monitored. No adverse events were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.